Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned in two pieces. External insulation abrasion was noted from 11.6 cm to 13.7 cm from the connector pin, consistent with friction against the pulse generator can. The etfe coating was abraded at this location. Internal insulation abrasions were noted from 9.7 cm to 11.3 cm, 11.5 cm to 12.3 cm, 15.3 cm to 15.7 cm, 11.2 cm to 12.1 cm, 16.0 cm to 16.2 cm, and 17.4 to 18.1 cm from the distal tip. The etfe coating was intact at these locations. Further external insulation abrasion was noted from 17.8 cm to 19.0 cm from the distal tip, consistent with friction against another implantable device or feature of the patient¿s anatomy. The etfe coating was intact at this location. All other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.